Manufacturer narrative:
Device manufacture date: 10/04/2016-10/05/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a cut just below the check valve. The reported condition was verified. The cause of the reported condition was determined to be a human end user issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set leaked. This occurred during setup. It was stated that the set was leaking just below the check valve during priming with normal saline. There was no patient involvement. No additional information is available.